Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios omnipod 5 software app version: 2.1.0 operating system: 26.0 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2026, after their blood glucose (bg) levels increased to over 900 mg/dl after wearing the pod on the abdomen for more than 48 hours. The patient was diagnosed with hyperglycemia and diabetic ketoacidosis and also reported experiencing a heart attack and kidney failure; however, the sequence of events and timing of these medical conditions were not provided. The patient remained hospitalized in the intensive care unit at the time of reporting. The patient further stated that a nurse informed them that the pod was not delivering insulin, which contributed to the elevated bg levels that led to hospitalization. It was confirmed that the cannula had correctly inserted into the skin at the infusion site upon pod application with no leakage noted. The only hospital treatment reported was administration of manual insulin and plans for additional cardiac evaluation. No further details are currently available. Additional information has been requested, and a supplemental report will be submitted if received.